Manufacturer narrative:
The quality assurance dept at fidia performed a deep evaluation of the production and quality control documentation relative to the involved batch. This evaluation included a review of the production process, in-process controls, sterilization print-out, bioburden results, release results and the evaluation of the quality characteristics of the raw materials and components used in the manufacture of batch 126800. From this evaluation, no anomaly was found and the lot is considered perfectly in compliance with the specifications.

Event description:
Fidia received this info from (B) (4) (the us distributor for hyalgan) on 01/25/2010: initial and additional info was received from a medical assistant on 01/20/2010 and 01/22/2010: a (B) (6) male consumer was treated with sodium hyaluronate (hyalgan) (lot # 126800, expiration date 06/20/2012) 20 mg/ml on (B) (6) 2009 for arthritis in the knee. He began to develop pain and swelling in the left knee on (B) (6) 2009, and it worsened over time. The pt went to the office on (B) (6) 2009, and the physician aspirated cloudy fluid from the knee for cultures and sent the pt to the ER. In the ER fluid was also drawn from the knee for a culture and he was admitted to the hospital. The cultures drawn in the office and the cultures drawn in the ER were negative. The pt was treated with antibiotics and was discharged on (B) (6) 2009. At the time of the report, he recovered from the events. He has discontinued treatment with sodium hyaluronate. The physician believed that the pain and swelling in the left knee was related to sodium hyaluronate. No further relevant info reported.